Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected except for premature battery depletion, likely linked to electrocautery. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04) the explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's battery charge was depleting quickly. It was noted that the charging difficulty started after a radiofrequency ablation procedure. The ipg database analysis revealed signs of premature battery depletion that occurred after the reported radiofrequency ablation procedure. The patient will undergo an explant procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's battery charge was depleting quickly. It was noted that the charging difficulty started after a radiofrequency ablation procedure. The ipg database analysis revealed signs of premature battery depletion that occurred after the reported radiofrequency ablation procedure. The patient will undergo an explant procedure.